Event description:
The plaintiff was implanted with an ams sparc sling on (B)(6) 2009 to treat her stress urinary incontinence and other injuries. It was alleged by the plaintiff's attorney that the plaintiff has, "suffered severe and permanent bodily injuries and significant mental and physical pain and suffering." It was also alleged that the plaintiff has, "experienced significant mental and physical pain and suffering, has sustained permanent injury, has undergone medical treatment and has undergone corrective surgery and hospitalization, and other damages.

Manufacturer narrative:
Should additional information become available regarding this event it will be re-evaluated and a follow-up report will be sent.